Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds and sensing anomaly. Inappropriate auto mode switch episodes due to oversensing of far r waves were also noted. The patient&#38112;condition was stable. No intervention was reported at this time.

Event description:
New information noted that the device was reprogrammed, resolving the issue. The patient's condition was fine.